Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported blood glucose (bg) running high >90 mins with new ilet. Patient's bg was at 246mg/dl. Agent explained pump is in learning phase and adjusting insulin needs. Patient understood; no further assistance required. The issue may have been caused by post-lunch high not yet mitigated by new pump. Upon follow up, the pump has started dropping bg on call. No symptoms reported during event and no medical intervention required.